Event description:
It has been reported that the AED did not pass self diagnostic check & it has been reported that device voice prompts are not functioning correctly.

Manufacturer narrative:
(B)(4): product evaluation pending. Issue is being reported as alert could not be cleared by operator.